Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-apr-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, consumer) regarding a patient who was receiving gablofen (2000 mcg/ml at 881 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient experienced withdrawal. A CT scan on (B)(6) 2021 showed the catheter had dislodged somehow. The cause was unknown. The catheter was replaced on (B)(6) 2021.  The issue was resolved at the time of this report and the patient's status was "alive- no injury."